Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the patient was experiencing intermittent runs of torsades de pointes and was shocked four times during the runs. It was reported that epinephrine was discontinued and dobutamine and amiodarone were started. Reportedly the patient¿s rhythm was stabilized, however the physician did not send the patient for impella rp escalation due to patient being unstable and acidotic. Additional information noted patient care was withdrawn, survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).